Event description:
Irritation around the site [application site irritation], sick to her stomach [abdominal discomfort], headache [headache], ear pain [ear pain], dizzy [dizziness], chest pain [chest pain]. This is a spontaneous report from a contactable consumer (patient). A (B)(6) black female patient received absorbable gelatin (gelfoam) after a tooth extraction on (B)(6) 2018 for pain, to absorb blood and to help with healing. The patient's medical history included ongoing hypertension and a possible kidney condition. She stated she is working with her physician to 'figure it out' and mentioned that her potassium drops. Her concomitant medications included ongoing spironolactone 100 mg by mouth twice daily for hypertension. On (B)(6) 2018, after the tooth extraction procedure, the patient reported she experienced irritation around the site and felt dizzy. She did not know if the dizziness was because she had just undergone the procedure. On (B)(6) 2018, the patient felt sick to her stomach, experienced headaches and ear pain. She mentioned she did not experience this when she previously had another tooth extracted. She reported that she went to the emergency room on (B)(6) 2018 because her chest was hurting and she was having chest pain. She said that it was like tightness in her chest. An EKG obtained showed she did not have a heart attack or heart problem. She then went home to lie down. She said that when she went back to the dentist, she was told everything looked good and that it was probably just the wound healing. No action was taken with absorbable gelatin in response to the events. The patient was considered recovered from dizziness on (B)(6) 2018. As of (B)(6) 2018, the patient had not recovered from the remaining events. A complaint has been received by pfizer (name) with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device: the possibility for an adverse event. Hazardous situation: product used in patient with hypersensitivity to porcine products. Hazard number: (B)(4). Follow-up (02 may 2019): new information from a product quality complaint group includes: investigation result. This is consumer report, patient received absorbable gelatin (gelfoam) after a tooth extraction to absorb blood and to help with healing. The patient's medical history included ongoing hypertension and a possible kidney condition. After the tooth extraction procedure, the patient reported she experienced irritation around the site and felt dizzy. She did not know if the dizziness was because she had just undergone the procedure. Next day the patient felt sick to her stomach, experienced headaches and ear pain. The reported events did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, could result in serious injury/deterioration in state of health of the patient. Impact to the device noted as the possibility for an adverse event. Hazardous situation: product used in patient with hypersensitivity to porcine products. Case will be reassessed if additional information is received. Case will be reassessed if additional information is received.

Manufacturer narrative:
Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, trends, and in process controls were acceptable, and have met the established requirements. Quality of batch: (acceptable). The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (place name) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer (place name) is not required.

Event description:
Event verbatim [preferred term] irritation around the site [application site irritation] , sick to her stomach [abdominal discomfort] , headache [headache] , ear pain [ear pain] , dizzy [dizziness] , chest pain [chest pain] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 33-year-old black female patient received absorbable gelatin (gelfoam) after a tooth extraction on(B)(6) 2018, for pain, to absorb blood and to help with healing. The patient's medical history included ongoing hypertension and a possible kidney condition. She stated she is working with her physician to 'figure it out' and mentioned that her potassium drops. Her concomitant medications included ongoing spironolactone 100 mg by mouth twice daily for hypertension. On (B)(6) 2018, after the tooth extraction procedure, the patient reported she experienced irritation around the site and felt dizzy. She did not know if the dizziness was because she had just undergone the procedure. On (B)(6) 2018, the patient felt sick to her stomach, experienced headaches and ear pain. She mentioned she did not experience this when she previously had another tooth extracted. She reported that she went to the emergency room on (B)(6) 2018, because her chest was hurting and she was having chest pain. She said that it was like tightness in her chest. An EKG obtained showed she did not have a heart attack or heart problem. She then went home to lie down. She said that when she went back to the dentist, she was told everything looked good and that it was probably just the wound healing. No action was taken with absorbable gelatin in response to the events. The patient was considered recovered from dizziness on (B)(6) 2018. As of (B)(6) 2018, the patient had not recovered from the remaining events. A complaint has been received by pfizer (name) with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device: the possibility for an adverse event. Hazardous situation: product used in patient with hypersensitivity to porcine products. Hazard number: h02-04. As of date 10jun2019, investigation report received from product quality complaint group. Product desc: gelfoam sterile dental sponge size 4 x 6, product country: USA, sap/unique identifier: (B)(6), classification: external cause investigation, subclass: adverse event safety request for investigation, lot number: unknown, lot number unknown reason: other, lot number unknown reason explanation: she was not given any information on the product from the dentist. Sample status: not available, UDI: (B)(4). Scope: all gelfoam sponge batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. There were no previous complaints with a known batch number determined to be within scope. Returned product examination: (name) (place name) did not receive a returned complaint sample, or photographs, for evaluation. Reference sample examination: (complete - acceptable). An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope for which to review previous retained reference sample examinations. Deviations: (complete -acceptable). Deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Qar 1434990 was completed as a result of a customer complaint for abnormal thickness of the product. The root cause was determined to be environment related. It was determined that there was no impact to quality of the batch and the batch remains acceptable. Qar 1475446 was completed for a complaint that sponges "feel and appear thinner than normal". The complaint sample sponges appeared to have normal minor compression at the corners of the sponge that is expected with storage in the gelfoam envelope. The root cause was determined to be related to the environment and it was determined that there was no impact to the overall quality of the batch. Qar 2424377 was completed for gelfoam drying tunnel humidity alarms during drying of batches x53029, x53030, and x53032. The root cause was determined to be equipment related. It was determined that there was no impact to quality of the batches and the batches remain acceptable. Qar 2553830 was completed for an inter-plant defect of sponge thickness for gelfoam batch nk521. The root cause was determined to be method/procedure related. It was determined that there was no impact to quality of the batch and the batch remains acceptable. Packaging records: (complete -acceptable). A review of aprr records as related to the manufacturing process was performed as a part of this investigation. The review of the reports determined that no negative quality trends were present. There were no related complaints to review batch record information. For gelfoam sponge, the bill of materials was compared during formulation to the in-process material usage report to assure that the correct raw materials and amounts were used in the manufacture of the lot. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: (complete- acceptable). Per review of the aprr reports over the expiry interval reaching back from the receipt of the compliant, there were no batches produced with analytical testing results that were outside of registered specifications prior to release. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Batch specific trend review: (complete - acceptable). The batch number for the reported complaint is unknown; therefore, an evaluation of the batch complaint history could not be performed as a part of this investigation. Medical device trend analysis: (complete - acceptable). The complaint history for products with the product category defined as 'absorbable material -foam' and 'absorbable material. - powder' has been reviewed. The following parameters were used: - product category: absorbable material - foam and absorbable material - powder, - time period: 15oct2014 - 31may2019, - complaint classification: external cause investigation, - investigating site: pfizer kdp. An expanded time period and product category scope was used for the analysis of trending to capture complaints that have been received by pfizer (place name) as a result of a remediation effort by pfizer us safety, their full range of complaint contact dates, and the associated product expiry windows. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There were two months (april and may2019) that included a higher than normal number of complaints; however, this is due to the remediation effort noted above. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation', and there were two months (april and may2019) that included a higher than normal number of complaints, also as a result of remediation by pfizer us safety. No trend was observed that would require further investigations. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, trends, and in process controls were acceptable, and have met the established requirements. Quality of batch: (acceptable). The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (place name) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer (place name) is not required. Follow-up (02may2019): new information from a product quality complaint group includes: investigation result. Company clinical evaluation comment: this is consumer report, patient received absorbable gelatin (gelfoam) after a tooth extraction to absorb blood and to help with healing. The patient's medical history included ongoing hypertension and a possible kidney condition. After the tooth extraction procedure, the patient reported she experienced irritation around the site and felt dizzy. She did not know if the dizziness was because she had just undergone the procedure. Next day the patient felt sick to her stomach, experienced headaches and ear pain. The reported events did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury/deterioration in state of health to patient, if it were to recur. Hazardous situation: product used in patient with hypersensitivity to porcine products. Follow-up (10jun2019): new information received from a product quality complaint group included: investigation report., comment: this is consumer report, patient received absorbable gelatin (gelfoam) after a tooth extraction to absorb blood and to help with healing. The patient's medical history included ongoing hypertension and a possible kidney condition. After the tooth extraction procedure, the patient reported she experienced irritation around the site and felt dizzy. She did not know if the dizziness was because she had just undergone the procedure. Next day the patient felt sick to her stomach, experienced headaches and ear pain. The reported events did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury/deterioration in state of health to patient, if it were to recur. Hazardous situation: product used in patient with hypersensitivity to porcine products.

Event description:
Event verbatim [preferred term] irritation around the site [application site irritation] , sick to her stomach [abdominal discomfort] , headache [headache] , ear pain [ear pain] , dizzy [dizziness] , chest pain [chest pain] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 33-year-old black female patient received absorbable gelatin (gelfoam) after a tooth extraction on (B)(6) 2018 for pain, to absorb blood and to help with healing. The patient's medical history included ongoing hypertension and a possible kidney condition. She stated she is working with her physician to 'figure it out' and mentioned that her potassium drops. Her concomitant medications included ongoing spironolactone 100 mg by mouth twice daily for hypertension. On (B)(6) 2018, after the tooth extraction procedure, the patient reported she experienced irritation around the site and felt dizzy. She did not know if the dizziness was because she had just undergone the procedure. On (B)(6) 2018, the patient felt sick to her stomach, experienced headaches and ear pain. She mentioned she did not experience this when she previously had another tooth extracted. She reported that she went to the emergency room on (B)(6) 2018 because her chest was hurting and she was having chest pain. She said that it was like tightness in her chest. An EKG obtained showed she did not have a heart attack or heart problem. She then went home to lie down. She said that when she went back to the dentist, she was told everything looked good and that it was probably just the wound healing. No action was taken with absorbable gelatin in response to the events. The patient was considered recovered from dizziness on (B)(6) 2018. As of (B)(6) 2018, the patient had not recovered from the remaining events. A complaint has been received by pfizer (name) with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device: the possibility for an adverse event. Hazardous situation: product used in patient with hypersensitivity to porcine products. Hazard number: h02-04. As of date (B)(6) 2019, investigation report received from product quality complaint group. Product desc: gelfoam sterile dental sponge size 4 x 6, product country: USA, sap/unique identifier: (B)(6), classification: external cause investigation, subclass: adverse event safety request for investigation, lot number: unknown, lot number unknown reason: other, lot number unknown reason explanation: she was not given any information on the product from the dentist. Sample status: not available, UDI: (B)(4). Scope: all gelfoam sponge batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. There were no previous complaints with a known batch number determined to be within scope. Returned product examination: (name) (place name) did not receive a returned complaint sample, or photographs, for evaluation. Reference sample examination: (complete - acceptable). An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope for which to review previous retained reference sample examinations. Deviations: (complete -acceptable). Deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Qar(B)(4) was completed as a result of a customer complaint for abnormal thickness of the product. The root cause was determined to be environment related. It was determined that there was no impact to quality of the batch and the batch remains acceptable. Qar(B)(4) was completed for a complaint that sponges "feel and appear thinner than normal". The complaint sample sponges appeared to have normal minor compression at the corners of the sponge that is expected with storage in the gelfoam envelope. The root cause was determined to be related to the environment and it was determined that there was no impact to the overall quality of the batch. Qar(B)(4) was completed for gelfoam drying tunnel humidity alarms during drying of batches x53029, x53030, and x53032. The root cause was determined to be equipment related. It was determined that there was no impact to quality of the batches and the batches remain acceptable. Qar (B)(4) was completed for an inter-plant defect of sponge thickness for gelfoam batch nk521. The root cause was determined to be method/procedure related. It was determined that there was no impact to quality of the batch and the batch remains acceptable. Packaging records: (complete -acceptable). A review of aprr records as related to the manufacturing process was performed as a part of this investigation. The review of the reports determined that no negative quality trends were present. There were no related complaints to review batch record information. For gelfoam sponge, the bill of materials was compared during formulation to the in-process material usage report to assure that the correct raw materials and amounts were used in the manufacture of the lot. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: (complete- acceptable). Per review of the aprr reports over the expiry interval reaching back from the receipt of the compliant, there were no batches produced with analytical testing results that were outside of registered specifications prior to release. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Batch specific trend review: (complete - acceptable). The batch number for the reported complaint is unknown; therefore, an evaluation of the batch complaint history could not be performed as a part of this investigation. Medical device trend analysis: (complete - acceptable). The complaint history for products with the product category defined as 'absorbable material -foam' and 'absorbable material. - powder' has been reviewed. The following parameters were used: - product category: absorbable material - foam and absorbable material - powder, - time period: (B)(6) 2014 - (B)(6) 2019, - complaint classification: external cause investigation, - investigating site: pfizer kdp. An expanded time period and product category scope was used for the analysis of trending to capture complaints that have been received by pfizer (place name) as a result of a remediation effort by pfizer us safety, their full range of complaint contact dates, and the associated product expiry windows. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There were two months (B)(6) 2019) that included a higher than normal number of complaints; however, this is due to the remediation effort noted above. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation', and there were two months (april and may2019) that included a higher than normal number of complaints, also as a result of remediation by pfizer us safety. No trend was observed that would require further investigations. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, trends, and in process controls were acceptable, and have met the established requirements. Quality of batch: (acceptable). The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (place name) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer (place name) is not required. Follow-up (B)(6) 2019): new information from a product quality complaint group includes: investigation result. Company clinical evaluation comment: this is consumer report, patient received absorbable gelatin (gelfoam) after a tooth extraction to absorb blood and to help with healing. The patient's medical history included ongoing hypertension and a possible kidney condition. After the tooth extraction procedure, the patient reported she experienced irritation around the site and felt dizzy. She did not know if the dizziness was because she had just undergone the procedure. Next day the patient felt sick to her stomach, experienced headaches and ear pain. The reported events did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury/deterioration in state of health to patient, if it were to recur. Hazardous situation: product used in patient with hypersensitivity to porcine products. Follow-up (B)(6) 2019): new information from product quality complaint group included: investigation report. Follow-up (B)(6) 2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checked on the medwatch information page., comment: this is consumer report, patient received absorbable gelatin (gelfoam) after a tooth extraction to absorb blood and to help with healing. The patient's medical history included ongoing hypertension and a possible kidney condition. After the tooth extraction procedure, the patient reported she experienced irritation around the site and felt dizzy. She did not know if the dizziness was because she had just undergone the procedure. Next day the patient felt sick to her stomach, experienced headaches and ear pain. The reported events did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury/deterioration in state of health to patient, if it were to recur. Hazardous situation: product used in patient with hypersensitivity to porcine products.

Manufacturer narrative:
Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, trends, and in process controls were acceptable, and have met the established requirements. Quality of batch: (acceptable). The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (place name) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer (place name) is not required.